Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional h1: type of reportable event - additional h2: if follow-up, what type - additional h3: device evaluated by manufacturer ¿ additional.

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Exterior physical visual inspection: was performed and passed. Voltage measurement was performed and failed. Share log review: nothing relevant was found. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.